Event description:
Very high blood sugars [blood glucose increased]. Case description: a pharmacist reported that a pt, who used mixtard 30 penfill 3 ml (insulin human) due to diabetes type 1, developed increasing blood sugar levels up to 20.6 during period of 3 days in 2002. Three days prior to the blood sugar rise to 20.6, the pt had changed their insulin cartridge. After this the blood glucose levels increased, and upon examination of the insulin on the 3rd day the pt's family member noticed that the insulin had a pink/brown color. A pediatric community nurse was notified and the pt was treated with an actrapid insulin infusion according as per local protocol. A new batch of mixtard was recommended and a new pen was used. Before the event the pt was taking mixtard 41 iu before breakfast and 38 iu in the evening. The pt's blood sugar levels are normally well controlled but the pt is now an adolescent and has had odd hyperglycaemic events more recently. The pt has also previously experienced hyperglycaemic episodes on some occasions. The pt has no change in their dietery or physical activities at the time of the event. The pt has recovered from the event. Follow-up info received in 2002: since the last submission of this case the following info has been updated: novopen 3 changed from concomitant to subject product. Event onset date and stop date added. Diabetes type and duration added. Pt's insulin dosage prior to the event added. Prior history of hyperglycaemic episodes added. No change in dietary or physical activites added. Comment: based on follow-up received on 07/2002 this case has been reclassified from non-serious to serious. In 2002 the novopen 3 was added as suspected product.